Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a cervical disc hernia. The surgeon required the trial implant for the syncage-c. The scrub nurse mounted the trial implant (h4.5 mm) on the holder and the surgeon tried to fit it to the space. It did not fit tightly, so the surgeon required the size-up trial implant. The sales rep suggested the scrub nurse to remove the trial implant (h 4.5 mm) and replace the trial implant (h 5.5 mm). She could remove it smoothly, however she complained she could not screw the holder to the trial implant (h 5.5 mm). The surgeon tried to screw it by himself, however he could not. He used the longnose pliers to do so, however it did not work. The space looked fitted with h 7.0 mm, so the sales rep suggested the side-up. Finally, the surgeon decided to use a h 7.0 mm and finished the operation. After the operation, the sales rep tried to screw the holder, but could not. He apologized to the surgeon and promised the investigation report to him later. The hospital staff washed, sterilized and dried the product. The sales staff checked it after receiving the washed product. Force was applied to the dial part, and the dial could move a little. (B)(4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. We have forwarded the complained device to the responsible product development engineer for evaluation, here is the feedback: note that the holder underwent a functional test no problem could be detected. Unfortunately, we are not able to comprehend the mentioned problem, the holder is fully functional. We can only suppose that inadequate handling may have caused this problem. The present holder was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question (manufactured in april 2012). No product fault could be detected.